Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient underwent an unreported surgery in which conseal was used. It was reported approximately 27 days post operatively; the patient experienced a cerebral hemorrhage. It was reported the event developed due to patient treatment with a left ventricular assisting device. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.